Event description:
It was reported to medtronic minimed that the customer reported pump was not turning on after changing the battery, device unable to charge. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis was treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1884, unomedical, unomedical, mmt-342, mmt-7841zn. Troubleshooting was performed and confirmed customer received the reported issue blank display, device unable to charge and high blood glucose. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Later customer declined to continue with troubleshooting. Transmitter charging customer is calling back with questions or concerns with charging the transmitter after troubleshooting. Customer tried with two chargers and issues continued. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Customer was advised to discontinue using the device. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for unomedical. No product return is required for mmt-342. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.